Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided for the suspect device. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted the customer stated that there was no patient involvement. Device was not returned to manufacturing facility.

Event description:
(B)(4). Case subject: channel a error 326 msiii infusion pump. There was no patient involvement. Patient involvement: no asset: msiii 5.0 dle inf pmp. Case description: (B)(6) had an error code 326 on channel of msiii infusion pump. Failure device type: alaris system instrument, failure problem type: 2865, failure mode: troubleshooting/ error codes. Case resolution: reviewed fsod calibration data with (B)(6) and recommended him to replace drive module assy. On channel a.